Event description:
Reporter stated that customer received the following results on the aviva system within 5 minutes: 234 mg/dl and 32 mg/dl. The customer had hypoglycemic symptoms of sweating and felt like he was going to pass out. The customer's wife treated him with a glucagon injection. The customer did not pass out. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).